Manufacturer narrative:
It was reported that a two-fluted drill bit 2.5 broke during surgery. No trend is identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according to dfmea: drilling bit fractured and remained in the patient-> due to excessive deterioration of instruments during long term use. Drilling bit fractured and remained in the patient-> due to impaction /torque force on instrument during operation. Drilling bit fractured and remained in the patient-> due to surgeon or staff unfamiliar with implantation technique. Drilling bit fractured and remained in the patient-> due to damage of instrument through incorrect use. Drilling bit fractured and remained in the patient-> due to off-label use. Drilling bit fractured and remained in the patient-> due to wrong handling. Drilling bit fractured and remained in the patient-> due to deterioration of cutting edges. Comparison to investigation results whether it is possible and justification: possible: as it was not possible to determine the term of use. Possible: as no information about the procedure followed was provided. Possible: as no information about the familiarity of the surgeon/op staff was provided. Possible: as no information about the procedure followed was provided. Possible: as no information about the procedure followed was provided. Possible: as no information about the procedure followed was provided. Possible: as only one part of the drill bit was returned for investigation and no information on the other part available. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a two-fluted drill bit 2.5 broke during surgery. At the time of this report no other information is available.